Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device but could not duplicate the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found the image of the subject device was sometimes color bars when the subject device was connected to the video processor at the preparation for use. The user also reported that there was another malfunction occurred when the user used the substitute device for the subject device, so the subject device might not be a cause of the reported phenomenon. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus service operation repair center (sorc) and a thing which the malfunction occurred in the substitute device, omsc surmised that there was no problem with the subject device but was problem with the video processor side which was connected to the subject device. If additional information becomes available, this report will be supplemented.